Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 13, a failure occurred upon insertion. Clinician reports the transfer piece was not secure. Another implant was not placed in the same site, however, and primary stability was not achieved. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 13, a failure occurred upon insertion. Clinician reports the transfer piece was not secure. Another implant was not placed in the same site, however, and primary stability was not achieved. The product will be forwarded to the manufacturer for investigation. There were no reported complications.